Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was cracked. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system risk matrix identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrification, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd: yag operator error; cracked optic surface post injection due to dehydration of lens. The additional information received identifies that there was resistance during the early/middle stages of lens injection., the rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 064245405 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 064245405. Continued injection of the lens at the point resistance occurred represents a deviation from the IFU and is the likely contributory/casuative factor of the lens being delivered in a damaged/cracked condition into the eye.

Event description:
Rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that following implantation into the eye the iol was observed to be cracked necessitating lens explantation and exchange. Note: date of receipt of complaint was (B)(6) 2026; however, information that led the event to become reportable was not received until 21-may-2026.